Event description:
A customer reported a malfunction on their pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the issue, the customer administered a correction bolus using the pump and did not require incapacitating third-party assistance. The malfunction code was identified as resettable, and after receiving guidance from technical support, the customer successfully reset the pump without recurrence of the malfunction. The customer was advised to monitor the pump and contact support if issues arose again, and the pump continued to be in use.